Manufacturer narrative:
Batch review performed on 30 april 2020: lot 180669: (B)(4) items manufactured and released on 17-may-2018. Expiration date: 2023-05-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 1 year and 8 months after primary the surgeon performed a washout, revised the medacta mpact dm liner and the competitor femoral head. The surgery was completed successfully.